Event description:
It was reported that insyte-w winged yel 24ga x 0.75in catheter tube fell off. This occurred on 50 occasions. The following information was provided by the initial reporter: after opening the package, the catheter tube fell off and could not be secured. When the catheter fell from the catheter base, the needle guard was removed. The catheter tubing fall from the catheter seat. Removed the guard cap, the catheter tubing loosen, causing the catheter tubing to drop during the puncture process, which did not meet the requirements of the hospital sense, can not continue to use. The nurse and head nurse directly discarded the products that had fallen or were unsuccessful in puncture. The outpatient parents watched them and took new indwelling needles or scalp needles for puncture.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Based on device history record review, no abnormality was observed during the production of the affected batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-w winged yel 24ga x 0.75in catheter tube fell off. This occurred on 50 occasions. The following information was provided by the initial reporter: after opening the package, the catheter tube fell off and could not be secured. When the catheter fell from the catheter base, the needle guard was removed. The catheter tubing fall from the catheter seat. Removed the guard cap, the catheter tubing loosen, causing the catheter tubing to drop during the puncture process, which did not meet the requirements of the hospital sense, can not continue to use. The nurse and head nurse directly discarded the products that had fallen or were unsuccessful in puncture. The outpatient parents watched them and took new indwelling needles or scalp needles for puncture.